Manufacturer narrative:
This follow-up report is intended to correct the coding terms that were either incorrectly entered or omitted in the previous report. Based on the description, this case involves the off-label use, which the esophageal stent was placed in duodeum. Given this off-label use, we assume that the stent fracture occurred due to this inappropriate application of the product. Consequently, it is not possible to analyze the root cause base on the product's intended use. No further information is expected.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the esophageal hanarostent was used off label and placed in the patient's upper duodenum. It was in the patient for a period of time and the patient complained of abdominal pain and went to the emergency room.it was found through a scan that the device became dislodged and broke in half. The patient was taken for surgery to remove the device.there were no reports of patient harm associated with this event.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the esophageal hanarostent was used off label and placed in the patient's upper duodenum.it was in the patient for a period of time and the patient complained of abdominal pain and went to the emergency room. It was found through a scan that the device became dislodged and broke in half. The patient was taken for surgery to remove the device.there were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The distributor also submitted a report (reference no:2429304-2023-00248). Based on the description, this case involves the off-label use, which the esophageal stent was placed in duodeum. Given this off-label use, we assume that the stent fracture occurred due to this inappropriate application of the product. Consequently, it is not possible to analyze the root cause base on the product's intended use. No further information is expected. The initial MDR submission was delayed because m.i.tech was not aware that distributors had independently submitted mdrs, as several notifications were sent to an inactive email address and no internal process yet existed to routinely verify distributor-submitted reports. This gap has now been addressed through olympus staff retraining, initiation of a CAPA, and m.i.tech's implementation of a regular review process to ensure timely identification of MDR-reportable events.